Manufacturer narrative:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -8.50/1.5/083 (sphere/cylinder/axis) was implanted into the left eye (os) on (B)(6) 2019. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -8.50/1.5/083 (sphere/cylinder/axis) was implanted into the left eye (os) on (B)(6) 2023. Refractive surprise was observed. The cause of the event is unknown. The problem was not resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).